Event description:
It was reported that the balloon got stuck. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. The balloon was advanced for dilatation in the proximal to mid left anterior descending artery and dilatation was performed 7 times at 8 atmospheres. However, it was noted that the non-bsc guidewire and wolverine was stuck and could not be pulled out. The balloon was completely removed together with the non-bsc guidewire. A drug-eluting stent was placed with another non-bsc guidewire. The procedure was completed with the original device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was returned with a guidewire fed through it. No damage was noted to the guidewire port with the guidewire inserted. The guidewire returned within the device was verified to 0.014 inch using a snap gauge. During a device to device interaction test, the guidewire was successfully removed from the wolverine device with no resistance. There was no damage noted on the guidewire. No issues or damage were noted to the guidewire port or the tip of the device once the guidewire was removed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. A visual and microscopic examination found no issue with the marker bands.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon got stuck. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. The balloon was advanced for dilatation in the proximal to mid left anterior descending artery and dilatation was performed 7 times at 8 atmospheres. However, it was noted that the non-bsc guidewire and wolverine was stuck and could not be pulled out. The balloon was completely removed together with the non-bsc guidewire. A drug-eluting stent was placed with another non-bsc guidewire.the procedure was completed with the original device. No complications were reported and the patient was in good condition after the procedure.